Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the device is separated 147cm from the hub. The distal section of the separation which includes the distal shaft, balloon, and tip are all missing. The shaft is stretched at the separation. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28apr2021. It was reported that balloon damage occurred. A 2mm x 40mm x 144cm coyote es balloon catheter was opened but the balloon was found to be defective. The procedure was completed successfully with no patient complications were reported. However, returned device analysis revealed shaft detach.